Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year, 1 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On 26apr2018, it was reported that the pi events were found to be related to a gastrointestinal bleed and on 30apr2018 it was reported that an esophagogastroduodenoscopy with cautery of small bowel arteriovenous malformations was performed. The source of bleeding was confirmed and it did resolve. No further information was provided.

Manufacturer narrative:
This medwatch report is a duplicate of MFR report #2916596-2018-01683. The reported pi events were confirmed through an evaluation of the submitted system controller log file data; however, a direct correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleeding event could not be conclusively established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.